Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbar disc herniation and abdominoplasty. On (B)(6) 2010 essure confirmation test was performed. The only concomitant product mentioned was ibuprofen. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition / allergic reaction"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), bladder disorder ("bladder problem"), back pain ("back pain"), migraine ("migraines"), bone pain ("bone pain"), arthralgia ("joint pain") and amnesia ("memory fog / loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via oophorectomy with partial hysterectomy on (B)(6) 2021). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, bone pain, dermatitis allergic, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: patient received treatment for pain: dyspareunia (painful sexual intercourse), apareunia, chronic pelvic pain, abdominal pain,bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), general abnormal bleeding,psych injury,bladder/urinary problems ¿ uti, vaginal infection. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). No more than one essure related surgery, no ectopic pregnancy, no infection with IV antibiotics, no hospitalization, no sepsis, no blood transfusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-may-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominoplasty and lumbar disc herniation. On (B)(6) 2010 essure confirmation test was performed. Concomitant products included ibuprofen. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and bladder disorder ("bladder problem") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, dyspareunia, female sexual dysfunction, abdominal pain, heavy menstrual bleeding, intermenstrual bleeding, dermatitis allergic, psychological trauma, urinary tract infection, vaginal infection, fatigue, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased and bladder disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dermatitis allergic, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain: dyspareunia (painful sexual intercourse), apareunia, chronic pelvic pain, abdominal pain,bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), general abnormal bleeding,psych injury,bladder/urinary problems ¿ uti, vaginal infection. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2021: mr received-new reporter, medical history, concomitant drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("general abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lumbar disc herniation and abdominoplasty. On (B)(6) 2010 essure confirmation test was performed. The only concomitant product mentioned was ibuprofen. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition / allergic reaction"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), bladder disorder ("bladder problem"), back pain ("back pain"), migraine ("migraines"), bone pain ("bone pain"), arthralgia ("joint pain") and amnesia ("memory fog / loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal via oophorectomy with partial hysterectomy on (B)(6) 2021). At the time of the report, none of the outcomes for these events were known. The reporter considered abdominal pain, alopecia, amnesia, arthralgia, back pain, bladder disorder, bone pain, dermatitis allergic, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal infection, visual impairment and weight increased to be related to essure administration. The reporter commented: patient received treatment for pain: dyspareunia (painful sexual intercourse), apareunia, chronic pelvic pain, abdominal pain,bleeding ¿ menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), general abnormal bleeding,psych injury,bladder/urinary problems ¿ uti, vaginal infection. Date(s) of insertion: (B)(6) 2010 (discrepancy noted). No more than one essure related surgery, no ectopic pregnancy, no infection with IV antibiotics, no hospitalization, no sepsis, no blood transfusion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 22-apr-2022: pfs received and the follow information were include consumer's reporter updated, new lawyer's reporter, start date updated from (B)(6) 2010 to (B)(6) 2010, stop date added, back pain, migraine, bone pain, joint pain, memory loss, action taken with drug updated from dose not change to drug withdrawn. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.